Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed and incorrect alert from the receiver. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.